Manufacturer narrative:
The customer was hospitalized for alleged high bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, broken belt clip rail, scratched keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 240 boluses listed on the event date 15-nov-2023 in the pump history file. Please see below for the first 10 boluses. 11/15/2023 00:38:35.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 11/15/2023 00:43:45.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 3250 (0.325 u), bolusamountdelivered: 3250 (0.325 u). 11/15/2023 00:48:43.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 3000 (0.3 u), bolusamountdelivered: 3000 (0.3 u). 11/15/2023 00:53:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 3250 (0.325 u), bolusamountdelivered: 3250 (0.325 u). 11/15/2023 00:58:43.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 3000 (0.3 u), bolusamountdelivered: 3000 (0.3 u). 11/15/2023 01:03:43.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 3250 (0.325 u), bolusamountdelivered: 3250 (0.325 u). 11/15/2023 01:09:13.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 10500 (1.05 u), bolusamountdelivered: 10500 (1.05 u). 11/15/2023 01:14:07.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 9250 (0.925 u), bolusamountdelivered: 9250 (0.925 u). 11/15/2023 01:18:41.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 3000 (0.3 u), bolusamountdelivered: 3000 (0.3 u). 11/15/2023 01:24:05.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 9000 (0.9 u), bolusamountdelivered: 9000 (0.9 u). There were no autosuspend (12) alarm noted on the event date 15-nov-2023 in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 15-nov-2023 in the pump history file. 11/15/2023 13:11:52.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). 11/15/2023 23:00:07.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 15-nov-2023 in the pump history file. 11/08/2023 07:56:47.000 alarmalertnotification (40), faultnumber: nodeliveryafterestimatezero (8) - during bolus. 11/08/2023 08:01:23.000 alarmalertnotification (40), faultnumber: nodeliveryafterestimatezero (8) - during bolus. 11/09/2023 05:32:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/09/2023 05:48:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 11/09/2023 05:58:00.000 alarmalertnotification (40), faultnumber: lostsensor2alert (781). 11/10/2023 04:08:26.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 11/10/2023 04:18:00.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 11/12/2023 05:29:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/12/2023 05:39:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/13/2023 03:39:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/13/2023 03:49:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). 11/15/2023 10:33:33.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). 11/15/2023 23:00:32.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 11/15/2023 23:10:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, or sensor error alert noted. Nodelivery alarm not confirmed. Lostsensor1alert (780) not confirmed. Sensorerroralert (801) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 438 mg/dl. Troubleshooting was partially performed. It was unknown if the customer was using the insulin pump within 48 hours of the reported event. The customer stated symptoms such as altered vision/vision changes during hospitalization. The auto-mode/smartguard feature was active. The customer had an emergency room visit and used an insulin pump as a treatment for high blood glucose. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The product was returned for analysis.